Event description:
It was reported that stent thrombosis occurred. The patient had a myocardial infarction. A promus premier stent was placed. Two days later, the patient had to return to the hospital. The stent was "clogged up". The patient is doing fine today.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).